Event description:
Procedure type: esophagogastrectomy. According to the reporter: after firing, the eea cut the tissue without stapling. There were no staples inside of the device. The surgeon had to dissect the esophagus more and used another eea for anastomosis. Procedure was converted to open surgery. There was no bleeding reported in excess of 500cc. The case was extended by more than 30 minutes. There was unanticipated tissue loss.

Manufacturer narrative:
(B)(4).